Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single-port monopolar curved scissors (mcs) instrument to perform failure analysis (fa). Fa was not able to confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. The instrument passed electrical continuity test. Opened housing for visual inspection and no issue found on the conductor wire. No product issue was identified. Further investigation found a scratch marks/abrasion on tube adapter at the distal end. There were no broken pieces. The instrument was found to have a white material stuck at the tube adapter (distal end). The white material most likely does not belong with the instrument. The instrument was transferred to a failure analysis engineer (fae). Fae confirmed initial fa results and the stuck material at the distal end was further investigated. The material appears to be the distal end of an instrument sheath. The outer dark grey material and the inner white material appear to be the same as an in-house sheath. The sheath is not rated to be reprocessed, and as such some of the materials are not rated to autoclave temperatures and can change appearance as observed with the white material. Single port instrument & accessory manual section 3.4 "postoperative instructions", "instrument sheath removal" subsection step 2 has the following note: "if needed, pinch the distal tip and gently twist and push to remove it from the instrument shaft. Sterile gauze may be used to more firmly grasp the sheath while twisting." The goal of the quoted step is to disengage the sheath's distal ring from the instrument's distal end, and if the step is not performed the sheath's distal coextrusion ring can get stuck and remain on the instrument's distal end after removing the rest of the sheath, due to the distal ring being torn from the sheath during the action of removing the sheath.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the single-port monopolar curved scissors (mcs) instrument was damaged. The customer used a backup mcs instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.